Manufacturer narrative:
Result of investigation: a visual and functional test was carried out on the endoscope. Handgrip, housing and shaft shows slight signs of wear. The vertebrae are fractured approximately 32 mm from the distal end. The angle cover is punctured from the inside. The image bundle shows several fiber breaks. The angulation torsion is outside the tolerance range. The angel cover was cut open during the evaluation. The error described by the customer " image dropouts" could be confirmed. The cause of this error is that the bendable distal section of the endoscope broke due to lateral stress. The break caused the bending joints to shift and the fibers of the image conductor to break. This led to a loss of image from the broken fibers. In addition, a damaged bending joint pierced the angle cover. For this reason, a user misuse error is to be considered which led to the bad image. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, image dropouts during procedure observed and a leakage. No death or (unanticipated) serious deterioration in state of health reported.